Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the er320 instrument jaw broke off and fell into the pt. The jaw was retrieved from the pt and no further consequence occurred to the pt.